Event description:
It was reported that during a subclavian vein stenting procedure, the sentinol stent spontaneously deployed. The non-calcified, 5 cm lesion was "near total occlusion" and centrally located in the 8 mm diameter right subclavian vein. The tortuosity of the subclavian vein was "minimal other than the natural angle between the right subclavian vein and the innominate vein junction". Additionally, the pt had a previously placed right brachial artery to basilic vein loop arterio-venous graft for dialysis through which access was obtained utilizing an unspecified 7fr introducer sheath. The lesion was pre-dilated with an unspecified 6 mm balloon catheter followed by an unspecified 9 mm balloon catheter. The number of inflations and to what atms each of the balloons reached in unk. The sentinol biliary 8 mm x 60 mm x 75 cm stent delivery system was advanced without difficulty to the lesion. In an attempt to deploy the stent, the physician retracted the delivery sheath, however, the stent was unable to be deployed. Upon attempting to withdraw the entire delivery system, "once the tip came out of the 7fr introducer sheath, the stent spontaneously opened up". Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "ok".